Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise during multiple atrial tachycardia response episodes. No pacing inhibition was noted and no changes were made. The ra lead remains in service and there were no adverse patient effects were reported.